Manufacturer narrative:
Received one used ch3034 bag spike adapter w/spiros and one used list# unknown plum set for inspection. No defects or anomalies noted on the ch3034. The set was leak tested per product specifications. There was no leakage. The reported complaint of air in line was unable to be replicated or confirmed. A device history lot # review could not be conducted because no lot number(s) was/were identified. Correction: d4 only di provided as lot number is unknown.

Manufacturer narrative:
The device has been received. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where it was reported there was air in line during infusion of paclitaxel. There was no bleedback reported. Device was not reprocessed / re sterilized. There was patient involvement, no adverse event or patient harm and no delay in critical therapy.